Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Section b3: as the day of the event is unknown, the event date is estimated as february 2026.

Event description:
The patient reported experiencing pain while being treated with bhs. Patient tolerated the pain at the beginning as he was using oxycodone, but he no longer has any. The pain is on the left ankle and feels sharp. The pain level is 4 when not using the unit. When treating it is an 8. The patient uses the unit for 30 minutes to an hour per day. The patient did not call his doctor, and no replacement product was shipped. No further consequences are reported.